Manufacturer narrative:
The reported field event of undersensing was confirmed in the laboratory via review of stored egms. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has deceased. Upon interrogation of the device, it was noted that the patient had ventricular tachycardia (vt) and then ventricular fibrillation (vf). Initially the device sensed well but as complexes got finer it began to undersense. The device charged for delivery but it was aborted prior to giving the shock. Ten non-sustained ventricular oversensing episodes were also noted. The device undersensed again at this time and the patient remained in ventricular fibrillation (vf) with no therapy. Review of the egm showed that the device was functioning appropriately. Unfortunately due to the patient's physiological response, the amplitude of some of the r-waves were below the sensitivity of the device. This resulted in intermittent undersensing on the ventricular sense amp.